Event description:
During surgical procedure foley catheter was inserted. During inflation, the 30cc balloon, ruptured and a portion remained in the bladder. A cystoscopy was performed to remove the piece.